Manufacturer narrative:
(B)(4). Concomitant products: aspirin, lisinopril, coreg and simvastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement and surgical conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2016, follow-up imaging identified a proximal type I endoleak (cause unknown) and a persistent type ii endoleak originating from the lumbar arteries, with a reported aneurysm diameter of 8 cm (amount of enlargement is unknown). It was reported the patient refused further treatment of the endoleaks and enlarging aneurysm. On or about (B)(6) 2017, the patient presented with severe abdominal pain. An additional procedure was performed whereby the physician transected and explanted the trunk-ipsilateral leg component. The aneurysm was repaired with a bifurcated surgical graft sewn into the contralateral leg and iliac extender components previously implanted within the iliac arteries. The procedure concluded without complication and the patient tolerated the procedure. The explanted device was reportedly discarded by the facility and therefore is not available for evaluation.